Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "check pads" message when a 30 joule discharge was attempted. The complainant indicated that there was no pt involvement in the reported malfunction.